Event description:
Caller reported cgm error 42 and mentioned that the issue had occurred in the past and the pump had been restarted. There was no reported impact to the customer's blood glucose level. The caller declined to start a new sensor session with cts, indicating no further assistance was needed.